Event description:
The customer reported that he was hospitalized due to high blood glucose levels and a heart attack. The reported blood glucose reading was 1100 mg/dl. The customer also experienced heart burn and an upset stomach. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer could not complete the troubleshooting at the time of the call, and stated that he would call back. Advised the customer that a tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.